Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hysterectomy, the surgeon experienced difficulty during insertion of the device due to resistive blade. More force had been required which resulted to the cannula bending and breaking. Another device was used to complete the case. There was no patient injury.